Manufacturer narrative:
Additional information received from the local area sales representative indicated that no additional. Troubleshooting has been performed. The physician has decided to monitor the lead since it is a single coil lead. There are no plans for additional intervention at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements. The shocking lead impedances were previously in the 90's and have been increasing over time into the 100's. They were now greater than 125 ohms. A non-sustained ventricular tachycardia (nsvt) shows slight noise on the shock channel. A boston scientific technical services consultant recommended performing a 1.1 synchronized shock. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Approximately seven years later this device was explanted for normal battery depletion (nbd) and returned for analysis.